Event description:
I have received the depuy pinnacle metal on metal hip implant on (B)(6) 2009, the surgery went well, within 14 month I was being given injections for treatment of tendonitis, with little help from the injections, I went and had blood work done for chromium and cobalt. The results were elevated and continued to increase over the next 6 months. Returning to my doctor and after the completion of another MRI, it was determined that a total failure of the j&j depuy pinnacle metal on metal hip implant had failed and required a revision surgery which was done on (B)(6) 2013.